Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2014 v-sics and non-sustained episodes.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the clinic after hearing their device alarm. The sensing integrity counter (sic) on the right ventricular (rv) lead had been triggered and lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.